Event description:
It was reported while in the or (operating room) attempting to update a new pump in the sterile field before implant and the programmer showed ¿green blinks¿ but there was nothing progressing. The screen showed ¿invalid telemetry¿ then ¿incomplete telemetry, pump can be in stop pump mode¿. The reporter also saw a pump memory error message. They also tried to interrogate the explanted pump and had similar results. It was unknown if any potential emi was present. The or lights were harmony led 585 and they turned the lights off and still could not read the pump . The only equipment in the room was monitoring equipment. The hcp planned to complete the implant procedure and update the pump in the recovery room. No interventions, patient outcome or drug were reported. Further follow-up is being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The issue appeared to be emi interference in the or (operating room) because once the pumps were outside of the or they were able to interrogate without any issues. The patient had no symptoms or issue as a result of the event. There was no drug in the pump at the time of the event. Following the event, the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID 8709, lot# j0056643r, implanted: (B)(6) 2001, product type: catheter. The initial MDR was filed as MFR report # (B)(4). Additional review indicated the correct manufacturing site is (B)(4).

Event description:
Additional information later reported the case was completed successfully by neurosurgeon. The pump was exchanged successfully and interrogated in post op to achieve the necessary communication and dosing since the interference in the or. The patient was then referred back the managing hcp who administered the suggested dosing and also attended the patient post op follow-up.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID neu _unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported telemetry was completed and restarted before the patient was sent home and the patient recovered without sequelae.